Manufacturer narrative:
Clinical evaluation performed by medical affairs on 23 february 2018: partial hip revision surgery occurred 1 year and 3 months after primary cementless total hip arthroplasty in a young patient ((B)(6) year-old). Radiographic images provided show the presence of radiolucent lines around the proximal part of the stem both in anteroposterior and lateral projection. Signs of stress shielding are also visible suggesting a distal fixation of the stem. Aseptic loosening is a possible literature described adverse event after cementless tha and reasons are often unknown. In this case, the cause of failure cannot be determined. Batch review performed on 01 march 2018; lot 155665: (B)(4) items manufactured and released on 21 march 2016. Expiration date: 2021-03-02. No anomalies found related to the problem. To date, 33 items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d product manager on 01 march 2018 based on the pictures received: the images were analyzed: the stem appears just explanted, covered with blood and showing a hydroxyapatite coating totally absorbed. From the received photo it is not possible to determine the root cause of the event.

Event description:
Patient complained of pain 1 year and 3 months after primary. Through x-rays the surgeon noticed that the stem was proximally loose. During surgery the stem was found very well fixed distally and took some time to remove.